Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. User does not utilize the cgm option of the t:slim x2 g5 pump. User made bolus requests without entering current bg level. There was a food bolus of 22.7 units of insulin was requested at 4:03pm on (B)(6) 2017 for 227 grams of carbohydrates; the user likely was attempting to enter 227 mg/dl for a correction bolus. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. To treat the low bg level, the customer consumed glucose tablets. Reportedly, as the customer was unable to, the contact assisted the customer with bringing the supplies. System check was performed with tandem technical support and showed that the pump was performing as intended. Recommendation was made to discuss diabetes management with health care provider.